Event description:
Caller reported a power source alert. There was no adverse impact to the customer¿s blood glucose level. Caller resolved the issue by plugging the charging cable into a wall adapter for least 30 consecutive minutes, and no further assistance was required as the pump began charging.